Event description:
Additional information was received indicating the patient is being treated with oral medication to resolve the event. The patient was stable.

Event description:
It was reported, the patient received inappropriate shocks for a fast atrial fibrillation (af) arrythmia due to an incorrect interpretation of signals. It was noted the device performed according to the programmed settings. Reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.